Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the handpiece was defective. Additional information was requested and received indicating that the customer reported to service that the handpiece gets hot during use.

Manufacturer narrative:
The date received by manufacturer for the initial report for this case was (B)(6) 2018. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phacoemulsification handpiece was received and a visual assessment of the returned sample did not reveal any visual nonconformities. The returned handpiece was connected to a calibrated system. System message (sm) - tune failed ¿ handpiece voltage low (short circuit) displayed when the handpiece attempted tuning. Disassembling the handpiece revealed moisture ingress within the electrode chamber. However, it remains inconclusive if moisture is related to the increase in temperature on the handpiece shell. The phaco handpiece was manufactured on july 13, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).